Event description:
Patient (pt) states she is trying to charge and has pain and cannot. Agent had a hard time hearing and understanding all that was said. Agent had patient reset equipment and pt mentioned seeing a red circle around the button, agent reviewed its not paired and that's why the button goes red. Pt states she has all three green boxes on the charger and that it is charged. Agent attempted to pair all the equipment and again would only get not found. Pt would get connecting to recharger however only would see not found. Agent had pt check that bluetooth and location were on. Pt mentioned the implantable neurostimulator (ins) is implanted on the last rib and can feel it move around and its painful. Pt states hard to charge because of this. Pt mentioned going into the hospital and the whole time there couldn't get device on. Due to the nature of the call was hard to gather information and hard to hear. Pt became upset during the call and had to end call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.